Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during diep (deep inferior epigastric perforators) breast reconstruction procedure, the device's deployed clip did not hold on mammary vessel.